Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): free flow - opened the green roller clamp of the tubing and that occurred free flow of noradrenalin. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received for eval at our bbm laboratory in (B)(4) and the investigation is on going at this time. A f/u report will be provided when the inspection results become available.